Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was advanced into the patient and deployment was attempted. However, when the second click was heard, "it felt as if the" device handle had broken. Additionally, the clip assembly failed to release from the delivery catheter. After spending several minutes unsuccessfully manipulating the device in an attempt to separate the clip, the catheter was cut in half using wire cutters. The scope was withdrawn from the patient, and then re-introduced alongside the portion of catheter that remained in the patient until the target tissue and clip assembly were reached; a forceps device was then used to free the clip assembly. After the clip was disengaged from the tissue, the remaining section of device was withdrawn from the patient. Reportedly, the physician determined that no further medical intervention was required once removing the resolution clip device so the procedure ended. At the conclusion of the procedure, the patient's condition was reported as being fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.